Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements in all configurations. The rv threshold measurement had also increased from 1.0 volts to 1.8 volts. It was noted that the patient had been lost to follow up for the last year and a half. A revision procedure was performed where the rv lead was viewed under fluoroscopy. The physician believes he saw a lead issue, but it was not conclusive. The rv lead and ICD were explanted. No additional adverse patient effects were reported.